Event description:
Customer's mother reported, the insulin pump alarming no delivery, then motor error. The customer's reported blood glucose value was 498 mg/dl, and the mother said, the customer wasn't feeling well. It was advised to change out the entire set due to a potential occlusion. Later the helpline advised to discontinue use of the reservoir, to return it for analysis and a replacement, and to revert to a backup plan until the replacement reservoir and insulin pump arrived. No further information was provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.